Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 39 mg/dl. Customer¿s current blood glucose level was 52 mg/dl at morning. Customer had not been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was provided. As per customer she needed help on how to use her insulin pump again, she started a new sensor last night and since last night she cannot went back to auto mode. Customer reported that she had low blood glucose at last night and this morning too. Customer started to used the insulin pump again last night, she had not been used it for a while and insulin pump was not transitioned to auto mode. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food. Customer was advised to monitor the insulin pump as status will update once the 48 hour warm up period completes. Customer was advised to consult with healthcare professional's for any insulin delivery changes. Customer was advised to monitor insulin pump and call back as needed. The insulin pump was not returned for analysis.